Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The fse confirmed with the site that the issue had not reoccurred. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia surgical procedure, the universal surgical manipulator (usm) arm 4 drifted while installing the drape and did not lock. Tse confirmed there were no errors in the logs and the site was docked when they called in. The procedure was completing as planned with no reported injury.